Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were assisted by paramedics on (B)(6) 2016 at 5am with a blood glucose level of 30 mg/dl. The customer was treated for their blood glucose by paramedics but did not specify how. The customer was wearing the insulin pump during the incident stay. The customer stated that they were no taken to the hospital. The customer did not troubleshoot and did not send the product back for analysis.